Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump turned off unexpectedly while infusing norepinephrine, acetate and normal saline. When the clinician checked the plug, it was noted that the plug was partially inserted in the socket. The clinician did not note a "low battery" alarm prior to the shutdown. The therapy was resumed and the patient tolerated the interruption. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump turned off unexpectedly while infusing norepinephrine, acetate and normal saline. When the clinician checked the plug, it was noted that the plug was partially inserted in the socket. The clinician did not note a "low battery" alarm prior to the shutdown. The therapy was resumed and the patient tolerated the interruption. There was patient involvement but no harm.